Event description:
The customer reported machine is not switching on. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported machine is not switching on. There was no reported patient involvement.